Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a patient using a lumis 150 device expired. There is insufficient information regarding the allegation of malfunction. It was reported the patient was hospitalized for respiratory problems, recovered and was expected to be discharged from the hospital the day after the date of death.